Manufacturer narrative:
The reported complaint of temperature not reaching the target during used of a solex 7 catheter was confirmed. A severe kinked on the shaft was observed at 13 cm away from the distal tip of catheter. A kinked on a catheter can significantly reduce the flow and affect the cooling process. The exact timing and cause of kinking of the catheter cannot be determined but handling and/or insertion of the catheter could not be ruled out. Visual examination of the returned catheter was performed and no other physical damage was observed. A pressure leak test was performed. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed and all lumens flushed as intended. Cooling testing on the solex 7 catheter can not be performed due to the condition in which the catheter was received. During manufacturing all catheters are 100% inspected for visual inspection. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 90535.

Event description:
During intravascular temperature management (ivtm) therapy for fever control, customer reported that the target temperature at 36°c on max cool was not successfully reached. Patient temperature was at 37.9°c after 3 hours of cooling treatment. The solex catheter (lot #90535) could not be flushed, the suture at the fixation was intact, but the catheter moves in the fixation probably dislocated - all central lines are intravasal (not comparable). There was no leaks but the catheter's balloons has no circulation and can not be filled. The fixation point at the solex 7 might have been a little too loose and therefore, a re-training was provided with the customer on 6/26/2019. According to the customer, the insertion of the solex 7 catheter in the patient's right internal jugular vein was smooth and no multiple attempts. The thermogard ivtm system did functions properly, settings were correct, hoses were cold and flow wheel turns. After the event, ice packs were used for external cooling temporarily until ivtm therapy continued with a new catheter. No impact or consequence to patient information was provided.